Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was being seen in the emergency room after experiencing a heart rate in the 30's and a systolic blood pressure above 200. Interrogation of the patient's device was attempted but was unsuccessful. The programmer indicated out of range telemetry/noise associated with the device. The local boston scientific field representative attempted to elicit tones from the device with magnet application but was unable to do so. The patient was subsequently seen for a revision procedure where the device was explanted and replaced. Of note, the patient had been lost to follow up. There were no adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted no device anomalies. It was verified that the device was not able to be interrogated with a programmer. The device case was opened and the device monitoring voltage was found to be lower than expected. The battery was removed and replaced with an external power source. Device telemetry was then able to be established and the device functioned appropriately. The battery cell was sent for detailed analysis. Upon detailed analysis, it was determined that an internal short had occurred which had caused the battery to deplete prematurely. Of note, this type of battery is no longer purchased or used by boston scientific.